Event description:
It was reported that the patient had the pump and catheter explanted. The patient was admitted with an open area over the pump. It was noted that no diagnostics were needed, and that there were no known pump or catheter issues. The patient was being managed medically. The drug being delivered by the pump was not known. It was also noted that there would be no product returned.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).